Manufacturer narrative:
Based on the results of the investigation, it¿s likely the tissue pad was worn out and partially peeled off due to the wear problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation ultrasonic surgical device that the tissue pad was worn out and partially peeled off. There were no patient involvement.